Event description:
It was reported that during an attempted treatment of the left distal short saphenous peripheral vein using the closurefast catheter and a micro introducer, minimal resistance was encountered while advancing the devices and the closurefast catheter was advanced outside the lumen of the vein because the sheath was not in the vessel. It was alleged that the floppy tip of the guidewire sheared off and detached in vivo, with the detached wire component remaining in the patient¿s left calf muscle and left in the vessel without removal. It was further reported that the procedure could not be reattempted to access and heat/ablate the vein due to concern about heating the retained metal wire fragment. No vein segments were treated and the vein did not close. The patient was reported to be alive without injury, and the physician reported no impact to the patient and planned to monitor the patient.

Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.